Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. H3: analysis of the 97745 controller (ptm) (s/n (B)(6)) revealed that pins on recharger connector were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had been having issues with their controller for probably 4-5 months. Patient stated they had called in a couple times and were left on hold for so long that they had to hang up. Patient stated they were given pats direct line. Patient was unsure as to who they were calling into before. Patient stated for about three months, they have been having issues with their controller where the controller screen would go to a plain white screen and they couldn't shut it off or turn it back on. Patient mentioned they would reset the controller by removing and reinserting the li battery. Patient also mentioned that there is an issue with their controller where it will make noise, like there are little pieces or parts loose when they shake the controller. Patient commented they had their controller for 3 years. Patient also stated the ac power supply cord would fall out of the controller port, and the cord was loose. Agent reviewed that this was due to the screws loose in the controller. Patient also stated that the back cover to their controller does not stay on all the way anymore from having to reset the controller so many times. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.